Event description:
Event description guidant received information that that during the implant of this implantable cardioverter defibrillator (ICD) a shorted shocking lead indicator was noted with the patient's chronic model 0064-008283 during implant testing. Further testing noted the rate/sense impedance had decreased from the original implant measurements and the pacing threshold was slightly elevated. The lead was capped. Guidant's technical services department recommended device removal due to concern that the shorted lead may have damaged the ICD circuitry during implant testing. It was further reported that the monitoring voltage of the ICD was lower than what the shipping box labeled it as. The ICD was removed and returned to guidant for analysis.